Event description:
It was reported that "parts of the display will not light". Customer reported that segments of the display will not light making numbers appear as if they are another number. It was also reported that the device is able to engage in patient monitoring. There was no patient involvement.

Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the unit was unable to display led illumination correctly due to a defective led board. The led board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event.